Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p4a1076); sigpshell, sig power sigpshell control shell (lot#: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectal resection, the device operation was able to be performed, and when the trocar was inserted into the abdominal cavity, even when the jaws were closed, the clearance was wider than usual, and insertion could not be performed without the assistance of the left hand, and the use of the device was discontinued. Another identical cartridge was opened and used to resolve the issue. There was no patient injury.